Event description:
It was reported by the contact that the customer received an alarm that caused insulin to stop during bolus delivery. The customer's blood glucose level was not impacted. The pump history indicated that an occlusion alarm occurred. The customer declined to troubleshoot with tandem technical support as the contact believed that the occlusions were related to the infusion tube being wound up during bolus delivery.

Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.